Event description:
It was reported that the patient was in pain. The patient stated it was frustrating that he had to wait (for a bolus) because he was hurting so bad now. The patient noted he just had surgery on his arm on 2015-(B)(6) and since the surgery he had ¿horrific¿ nerve pain going down from his elbow. His arm was ¿screwed up bad.¿ the patient stated his lower back and legs are his problem. He got arachnoiditis and his legs are ¿awful.¿ the patient noted it was scary feeling so much pain in his arm ¿for as much fentanyl in his pump he has.¿ the pump was used to infuse fentanyl, clonidine, and dilaudid (hydromorphone). No intervention or outcome was reported. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).